Manufacturer narrative:
Updated fields: h2, h6, and h11 a review of an image provided by the customer was performed. The image appears to show a force feedback prograsp forceps instrument with a broken grip cable and a dislodged proximal pin and proximal idler pulleys.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with urinary diversion surgical procedure, a wire breakage of the force feedback prograsp was confirmed. The customer attempted to remove it, but the wrist hinge was coming off and could not be removed. The customer removed it together with the cannula while it was still docked. Since the hinge was pulled out when removing from the cannula, they were asked to check whether there were any parts missing or extra. The surgeon would like intuitive surgical, inc. (Isi) to check whether there was any "internal dependency" and investigate immediately whether there are any excess or shortage in the number of disassembled parts. Parts were not visible on the computed tomography (CT) scan. The fallen part was also photographed as a sample, but it was not visible on the CT scan either. The customer would also like to know the material of the fallen part. The staff stated that the post-operative x-ray did not show any metal parts. But since they could not be certain that there was no "internal dependency", they would like you to check the instrument immediately. The procedure was completed with a delay greater than 30 minutes. Isi followed up and obtained the following additional information: the instrument was not inspected prior to use. The breakage occurred while grasping tissue and performing traction. It was not stated what the surgeon believed was the cause of the breakage. The instrument was in use for 4-5 hours prior to the issue. The surgeon visually confirmed the damage on the tip part. There was a possible collision/contact between instruments during the procedure. It was unknown whether the fragment fell inside the patient during an instrument collision. The instrument was not removed prior to the breakage during the procedure. It was unknown whether resistance was felt upon removal of the instrument through the cannula. The procedure was completed robotically with no additional impact to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback prograsp instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken off pieces were returned (instrument proximal clevis pin (qty. 1), proximal clevis pulley (qty. 4) and shim washers (qty. 2). The clevis showed abrasions or scratches on the outer surface. Components adjacent to the broken clevis showed damage. The instrument showed broken and frayed grip cables with a mechanical indentation on the idler pulleys. Additional findings related to return: the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. The instrument was found to have multiple indentations/burrs on the edge of the distal idler pulleys. There were no pieces missing. One of the instrument grip cables was found broken and the grip cable was frayed.